Event description:
Date of implant: 2006. It was reported that patient fell approximately 6 weeks post-op after posterior spinal fusion with instrumentation at levels t6-l4. X-rays reportedly revealed that the "setscrews had backed out at l3 and l4 with possible loosening of screws at t11 and t12." Revision surgery was performed to replace loosened hardware with extension of construct to level s1. No complications reported.

Manufacturer narrative:
Device has been returned for product evaluation. A visual macrascopic and microscopic examination by a product engineer revealed that the construct extends from levels t3-l4 with the following levels populated t3, t4, t5, t11, t12, l3, and l4. The following levels were skipped t6-t10 and l1-l2. Crosslink top and bottom with no additional fixation. It appears that patient suffered a fall prior to revision surgery.